Manufacturer narrative:
An investigation has been initiated. Currently waiting for the sample to be returned for evaluation. When the investigation is complete, a supplemental report will be submitted.

Event description:
The doctor reported that he identified a small leakage from the catheter in y part, in the area of the connection between blue and red lines. No impact to the patient's health reported.